Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Data extracted from the device log were not sufficient to confirm the reported event. The device was received at infusystem and its repair was performed by their technical team. Nothing was noticed during external visual check however the device was due for maintenance. When switched on the pump alarmed and there was no display. The event was reproduced due to defective battery. The defective battery was sent to brézins for further investigation. It was tested with a volumat test bench. Once connected to the mains, the device triggered the error 21 (coulometer power supply board communication issue) and indicates that the battery was not functionnal. No other test could be carried out and the reported event was reproduced likely due to a break of the battery protection circuit. This defect could be due to the device maintenance being overdue and therefeore the battery were not replaced within recommandation time or it could also be related to the device being left unused for too long which would be a cause of deep depleted battery leading to a battery protection circuit break. In this case battery cannot be charged again anymore. To our knowledge no patient consequences have been reported. This complaint is due to misuse. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.

Event description:
Continuous alarm.